Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 16309193.

Event description:
It was reported that the patient was not using the spinal cord stimulator (scs) as it was not effective. It was noted that the lead had migrated. It was also mentioned that the patient had dementia. The patient underwent an scs system explant procedure and was doing well post-operatively. The explanted ipg and lead were not returned.